Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2011; 5076-52 lead, implanted (B)(6) 2011 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range.

Event description:
It was reported that the patient was seen in the hospital due to feeling intercostal stimulation. The vector was reprogrammed on the left ventricular leads and the patient no longer felt the stimulation. The next day the patient called back due to the device alerting. Remote transmission showed low impedance on the left ventricular leads. Both leads remain in use. No further patient complications have been reported as a result of this event.